Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urgency frequency. It was reported that there was a loss of therapeutic benefit. The patient stated, "I am currently only evacuating a third of my bladder." The patient confirmed they had consulted their managing healthcare provider prior to the call but were redirected to contact their manufacturer. When asked what may have contributed to the issue, the patient mentioned that their healthcare provider (HCP) checked whether their prostate had grown. The patient also mentioned that their last adjustment helped a little. The agent reviewed considerations for therapy optimization, general programming guidance, and educated the patient on the general use of external devices. The agent walked the patient through connecting to the INS and increasing the stimulation. The patient was able to connect to the INS and increase the amplitude. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and to contact their managing healthcare provider if symptoms persist. The patient mentioned they had another follow-up with their HCP on the first week of August.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.